Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a premature battery depletion. The battery longevity was less than expected. The device was reprogrammed. The device was removed and a new device was implanted. It was further reported that the right atrial (ra) lead had high thresholds with no capture at max output. The lead was reprogrammed until lead revision. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.